Event description:
It was reported that during implant of the pulse generator the message -an error in the pacemaker software has occurred- displayed. The physician elected to implant a different device.

Manufacturer narrative:
Na